Event description:
The customer reported that the clear insulation became damaged during the procedure. There was no injury to the pt. The device was received and visual inspection noted that half of the clear insulation was missing and not returned. Add'l questions in regard to the incident have been asked.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted. Add'l questions in regard to the incident have also been asked.